Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was at 30mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: needle holes over the needle guard were noted. The valve was tested for programming. The valve passed the test. The valve was flushed. The valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes over the needle guard. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested. The valve passed the test. Review of the history device records confirmed the valve product code 82-3100 with lot cpgb75, conformed to the specifications when released to stock on the 10th july 2013. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Device was returned for evaluation. Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
The device was implanted via v-p shunt to a patient with sah. Doi and the initial pressure setting are unknown. In late (B)(6), the patient had disorientation and ventricular enlargement was noted. The setting was lowered, but clinical effects were not obtained. Since occlusion was suspected through flushing and contrast radiography, the device was replaced with certas on (B)(6) 2016. The patient's condition is good after the revision. The surgeon suspects biological debris may have caused the occlusion.